Event description:
A radial artery catheter broke off and remained in the radial artery when the catheter was removed from the artery. The 1-1.25 inch piece of the catheter was surgically removed from the pt.